Event description:
Discordant advia centaur cp troponin ultra results were obtained by the customer on two patients and considered discordant when compared to the repeat test results. For patient # 1, the discordant result was a false negative on follow up testing and for patient #2, the initial discordant result was a false positive result. Patient # 2 was referred to the hospital emergency room department where another sample was drawn and the result was negative. There was no known report of adverse health consequences due to the discordant troponin ultra cp results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and the fse replaced the probe dilutor pump. The following investigation was performed at the customer site. Two lots of tni reagents were investigated: lot 59 and lot 61. Three levels of tni qcs (n=10) were assayed. The 40 patients were analyzed in duplicate. Total number of analyses were 220. Results: there was 100% concordance between the duplicate and between reagent lot 59 and 61. Of a total of 160 analyses, no incorrect results were observed. The instrument is performing within specifications.